Event description:
Report rec'd of a complete tubing separation. It was reported that pt with an unspecified type of cancer was receiving a home infusion of taxol. In the middle of the night, the pt noticed leaking and pt observed that the tubing had completely separated from the filter. The pt stuck the tubing back together and did not call infusion services until the next morning. The tubing came apart again the next day, and the pt went to the office to get a new tubing set. The pt did not follow the chemotherapy spill protocol. There were no reported adverse pt effects. After the tubing was changed, the infusion was resumed with no further problems. Add'l info was requested, but no further info was provided.